Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain / severe and persistent pain"), menstrual disorder ("abnormal menses") and dysmenorrhoea ("painful menses") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, depression, multiparous (3), live birth (2), pre-eclampsia, premature delivery, miscarriage and c-section. Concomitant products included bupropion (wellbutrin) for depression as well as alprazolam (xanax) in 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal tenderness ("abdominal tenderness"). In (B)(6) 2013, the patient experienced migraine ("migraines"). In 2015, the patient experienced back pain ("lower back pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression"), feeling abnormal ("mental fog"), fatigue ("fatigue (chronic)"), allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel") with swelling and erythema, mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition") and treatment noncompliance ("she did not used birth control or contraception at the time following essure placement"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, menstrual disorder, dysmenorrhoea, anxiety, depression, feeling abnormal, fatigue and migraine had resolved, the abdominal tenderness, allergy to metals, mental disorder and treatment noncompliance outcome was unknown and the back pain had not resolved. The reporter considered abdominal pain, abdominal tenderness, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, fatigue, feeling abnormal, menstrual disorder, mental disorder, migraine and treatment noncompliance to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hsg done bu result not provided incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain / severe and persistent pain/ persistent abdominal pain"), menstrual disorder ("abnormal menses") and dysmenorrhoea ("painful menses") in a 29-year-old female patient who had essure (batch no. B21577) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not used birth control or contraception at the time following essure placement". The patient's past medical history included anxiety, depression, multiparous (3), parity 2 (2), pre-eclampsia, premature delivery, miscarriage and c-section on (B)(6) 2013. Previously administered products included for an unreported indication: depo-provera until (B)(6) 2013. Concurrent conditions included allergy to metals. Concomitant products included bupropion (wellbutrin) for depression as well as alprazolam (xanax) since 2013. On (B)(6) 2013, the patient had essure inserted. In june 2013, the patient experienced abdominal tenderness ("abdominal tenderness"). In august 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), feeling abnormal ("mental fog") and fatigue ("fatigue (chronic)"). In october 2013, the patient experienced anxiety ("anxiety") and depression ("depression"). In december 2013, the patient experienced migraine ("migraines"). In 2015, the patient experienced back pain ("lower back pain"). On an unknown date, the patient experienced allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel") with swelling and erythema and mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), alternative therapy. Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, menstrual disorder, dysmenorrhoea, anxiety, depression, feeling abnormal, fatigue and migraine had resolved, the abdominal tenderness, allergy to metals and mental disorder outcome was unknown and the back pain had not resolved. The reporter considered abdominal pain, abdominal tenderness, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, fatigue, feeling abnormal, menstrual disorder, mental disorder and migraine to be related to essure. The reporter commented: plaintiff tolerated the insertion procedure well. Her anxiety/depression was treated with medication and counseling and her migraines were self treated or she received a shot at ER. Plaintiff stated that the persistent abdominal pain, depression, fatigue, mental fog, migraines, abnormal/painful menses and anxiety that she experienced with essure decreased soon after undergoing the hysterectomy surgery. Laparoscopic removal of bilateral essure devices, bilateral salpingectomies findings: bilateral fallopian tubes appear normal, essure palpable in proximal tube bilaterally. The coils were removed through the lateral ports. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. On (B)(6) 2013 at essure implantation, a urine pregnancy test was performed and the result was negative. On (B)(6) 2013, hsg was performed and the impression was successful bilateral tubal occlusion. Findings: the endometrial canal is normal in configuration and appearance. There was no contrast opacification of the right or left fallopian tubes. Surgical pathology report-diagnosis: 1) bilateral fallopian tubes, bilateral salpingectomy: fallopian tube with no significant histopathologic changes. Clinical features: clinical diagnosis: pain after essure coil. Operative findings: unspecified. Operative diagnosis: unspecified. Tissue submitted: 1) bilateral fallopian tubes. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, depression and migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain / severe and persistent pain/ persistent abdominal pain"), menstrual disorder ("abnormal menses") and dysmenorrhoea ("painful menses") in a 29-year-old female patient who had essure (batch no. B21577) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, depression, multiparous (3), parity 2 (2), pre-eclampsia, premature delivery, miscarriage and c-section on (B)(6) 2013. Previously administered products included for an unreported indication: depo-provera until (B)(6)2013. Concurrent conditions included allergy to metals. Concomitant products included bupropion (wellbutrin) for depression as well as alprazolam (xanax) since 2013. On (B)(6) 2013, the patient had essure inserted. In june 2013, the patient experienced abdominal tenderness ("abdominal tenderness"). In august 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), feeling abnormal ("mental fog") and fatigue ("fatigue (chronic)"). In october 2013, the patient experienced anxiety ("anxiety") and depression ("depression"). In december 2013, the patient experienced migraine ("migraines"). In 2015, the patient experienced back pain ("lower back pain"). On an unknown date, the patient experienced allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel") with swelling and erythema, mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition") and treatment noncompliance ("she did not used birth control or contraception at the time following essure placement"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, menstrual disorder, dysmenorrhoea, anxiety, depression, feeling abnormal, fatigue and migraine had resolved, the abdominal tenderness, allergy to metals, mental disorder and treatment noncompliance outcome was unknown and the back pain had not resolved. The reporter considered abdominal pain, abdominal tenderness, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, fatigue, feeling abnormal, menstrual disorder, mental disorder, migraine and treatment noncompliance to be related to essure. The reporter commented: plaintiff tolerated the insertion procedure well. Her anxiety/depression was treated with medication and counseling and her migraines were self treated or she received a shot at ER. Plaintiff stated that the persistent abdominal pain, depression, fatigue, mental fog, migraines, abnormal/painful menses and anxiety that she experienced with essure decreased soon after undergoing the hysterectomy surgery. Laparoscopic removal of bilateral essure devices, bilateral salpingectomies findings: bilateral fallopian tubes appear normal, essure palpable in proximal tube bilaterally. The coils were removed through the lateral ports. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. On (B)(6) 2013 at essure implantation, a urine pregnancy test was performed and the result was negative. On (B)(6) 2013, hsg was performed and the impression was successful bilateral tubal occlusion. Findings: the endometrial canal is normal in configuration and appearance. There was no contrast opacification of the right or left fallopian tubes. Surgical pathology report-diagnosis: 1) bilateral fallopian tubes, bilateral salpingectomy: fallopian tube with no significant histopathologic changes. Clinical features: clinical diagnosis: pain after essure coil. Operative findings: unspecified. Operative diagnosis: unspecified. Tissue submitted: 1) bilateral fallopian tubes. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, depression and migraine. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical records information received. Plaintiff's information was updated. Essure lot number provided (b21577). The plaintiff confirmed the onset dates of events and informed that a bilateral salpingectomy surgery was performed on (B)(6) 2014. Her anxiety/depression was treated with medication and counseling and her migraines were self treated or she received a shot at ER. As per medical records, at essure implantation (B)(6) 2013: a urine pregnancy test was performed and the result was negative. She tolerated the procedure well. Hsg done on (B)(6) 2013 and the impression was successful bilateral tubal occlusion. Surgical pathology report-diagnosis: 1) bilateral fallopian tubes, bilateral salpingectomy: fallopian tube with no significant histopathologic changes. Clinical features: clinical diagnosis: pain after essure coil. Tissue submitted: 1) bilateral fallopian tubes. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.